Event description:
Report was received by the clinical researchist from the hospital staff stating "explant of magna mitral less than one hour after implant due to intravalvular leakage." The event was indicated as a serious adverse event; however, unknown if explant was procedure related, or if anticipated per the adverse event report. It was indicated on the report that the clinician felt it was not device related. Device model and size, serial no. Was not known. Device will be returned for evaluation. No patient information or surgeon information was provided. Clinician will seek additional information.

Manufacturer narrative:
Additional information:on 07/28/2009, the device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance related to this event. Device was received for evaluation on 08/26/2009 and evaluated on 08/28/2009. Evaluation results were communicated via customer letter on 09/01/2009.x-ray.device evaluation:evaluation summary: characteristic markings on the valve indicate a suture was looped around commissure 3, compressing the free margins of leaflets 2 and 3. Suture track and permanent indentations were present on the free margin and cusp of leaflets 2 and 3. These indentations were most likely left by a suture that was tied tightly down and against the posts at the cusp 3 commissure. A gap was visible at the coaptation region of the leaflets. No visible inconsistencies were noted in the x-ray.

Manufacturer narrative:
The device model and serial number has been provided through follow up by the clinician with the surgeon. The device history record (DHR) review is in progress. In 2009, requested device be photographed in horw before quarantine and images emailed so we could make a preliminary assessment of the device. The following month, the echo cd is enroute to our office and will be provided to an independent consultant for review and report. Images received by email eight days prior, clearly show the the device was suture looped. The was determined to be reportable per edwards lifesciences procedures. Eight days later, echo cd received. Four days later, contacted independent consultant and arranged for echo read. Two days later, received response from independent consultant regarding echo cd files. The files were apparently of a native valve presumably prior to surgery and not from post implantation of the bioprosthesis. In the same month, received email from clinician that a second request for the cd will be made that day. No additional information is available. Intravalvular leakage device not returned.